Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 47 mg/dl and the current blood glucose was 102 mg/dl. Customer did not stated any symptoms related low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at he time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.